Event description:
The customer reported that during an angiography procedure the rotator broke during injection at 900 psi. The customer reported three defective devices. No harm or injury was reported. This is one of three reports for this complaint: 1721504-2011-00331,1721504-2011-00332.

Manufacturer narrative:
Device evaluation: the suspect devices are not expected to be returned for evaluation. A review of the device history record did not reveal any exception documents. Based off of similar complaints it is suspected that the rotator may separate at the bond between the collar and the housing. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Actual device not evaluated. Process evaluation.